Event description:
Patient developed edema, ecchymosis, and sensitivity in both axillae one day after miradry treatment. One week post treatment, inflammation and redness appeared in the lower half of right axilla. Antibiotics (cefadrocile) were prescribed for 15 days. The next day, the patient had haemapurulent secretion in the right axilla which was associated with edema and erythema. The antibiotic prescription was changed from cefadrocile to another antibiotic, ambilan 1 comp, for 15 days. The right axilla was drained and cleaned several times with physiological serum. One month post treatment, the right axilla improved but the left axilla developed a new erythema lesion, which was drained and cleaned. Chloramphenicol (antibiotic) was prescribed for lesions in both axillae, along with ambilan. Two days later, the left axilla was drained. A topical antibiotic (clindamycin 1%) was prescribed for both axillae. Two and half months post treatment, the left axilla still had edema, pain, and three small nodules without secretions while the right axilla healed from the erythema. Ambilan therapy continued. As of three months post treatment, the physician confirmed the patient's symptoms were 80% resolved.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment.

Manufacturer narrative:
H4 device manufacture date: 20-feb-2015.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment. Outcomes attributed to adverse event - removed disability or permanent damage, checked required intervention to prevent permanent impairment/damage (devices).

Event description:
Patient developed edema, ecchymosis, and sensitivity in both axillae one day after miradry treatment. One week post treatment, inflammation and redness appeared in the lower half of right axilla. Antibiotics (cefadrocile) were prescribed for 15 days. The next day, the patient had haemapurulent secretion in the right axilla which was associated with edema and erythema. The antibiotic prescription was changed from cefadrocile to another antibiotic, ambilan 1 comp, for 15 days. The right axilla was drained and cleaned several times with physiological serum. One month post treatment, the right axilla improved but the left axilla developed a new erythema lesion, which was drained and cleaned. Chloramphenicol (antibiotic) was prescribed for lesions in both axillae, along with ambilan. Two days later, the left axilla was drained. A topical antibiotic (clindamylin 1%) was prescribed for both axillae. Two and half months post treatment, the left axilla still had edema, pain, and three small nodules without secretions while the right axilla healed from the erythema. Ambilan therapy continued. As of three months post treatment, the physician confirmed the patient's symptoms were 80% resolved.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment.

Event description:
Patient developed edema, ecchymosis, and sensitivity in both axillae one day after miradry treatment. One week post treatment, inflammation and redness appeared in the lower half of right axilla. Antibiotics (cefadroxil) were prescribed for 15 days. The next day, the patient had hemopurulent secretion in the right axilla which was associated with edema and erythema. The antibiotic prescription was changed from cefadroxil to another antibiotic, ambilan 1 comp, for 15 days. The right axilla was drained and cleaned several times with physiological serum. One month post treatment, the right axilla improved but the left axilla developed a new erythema lesion, which was drained and cleaned. Chloramphenicol (antibiotic) was prescribed for lesions in both axillae, along with ambilan. Two days later, the left axilla was drained. A topical antibiotic (clindamycin 1%) was prescribed for both axillae. Two and half months post treatment, the left axilla still had edema, pain, and three small nodules without secretions while the right axilla healed from the erythema. Ambilan therapy continued. As of three months post treatment, the physician confirmed the patient's symptoms were 80% resolved.